Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the system experienced issue with login. A technical support specialist (tss) dialed into the server and attempted to log in to the station but encountered an error. It was noted that the dsserveroltp and dsserverreports databases were bloated. The tss attempted to shrink both databases but received an error. The server was rebooted after disabling services, but the database shrinking still failed. Tss advised the customer to escalate the issue to hospital information technology (hit) team. The issue was later confirmed to be resolved by the hospital information technology (hit) team. The system functioned as intended after the hospital information technology resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple users unable to login in pyxis stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple users unable to login in pyxis stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.